Event description:
The customer obtained a blood glucose reading of 354mg/dl. The customer called the dr and was advised to go to labor assessment at the hosp. The hosp received a result of 118mg/dl on their device. On a previous incident the customer was put on insulin based solely on the device reading. The customer was taken off of insulin based on these results. The customer states that they have left the device in the car. The customer states that controls are in range but no values were given. A request for the return of the suspect device was requested and replacements were sent.